Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy and inappropriate hv therapy for af with rapid ventricular response. Review of session record revealed undersensing of patient's atrial flutter. Programming changes were made. No further information was available.